Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-lateis a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported "experiencing pain, pain that does not disappear, that happens whether laying on bed or standing up, and that it tends to spread to the axillary region". Patient stated that when touching they can feel "like a fold" or a small lump. "Breast was too hard to the touch". Patient also stated that one breast was more swollen than the other and also experiences nipple itching. Patient explained hcp did an ultrasound which showed a fold and some liquid, but surgeon did not think that it was important, surgeon said that maybe there was a little encapsulation. This record relates to right side. Device remains implanted.